Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's 15mm connector was detached from the tube for the second time being used. It was stated that the patient went into cardiac arrest and pulseless electrical activity. The patient recovered but the tube was not able to replace because the patient had fragile condition. The clinicians cut the tube and placed a larger connector from an 8.0 ett in to the shaft of the 7.5 tube and secured it with tape to prevent further detachments. The customer also reported that the patient was a dnr and passed away but not related to the event or tube issue.